Event description:
The reporter indicated "during ivc filter procedure, the legs of the filter were not opening after deployment, all legs were attached to each other, & some glue-like substance adhering to the legs were not allowing the legs to open up, then dr needs to retrieve the filter, & used another new filter in the same case".

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.